Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Doi: unknown; dor: (B)(6) 2011. **update** (B)(6) 2011 - the revision surgery was reported by the sales rep. The patient was revised to address hip pain. Doi: unk; dor: (B)(6) 2011 (left side). Product/lot numbers were identified. **update** (B)(6) 2011 - doi: (B)(6) 2009 as indicated by medical records. No additional information included that would change the investigative findings. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2013 - clinical report was received. The patient was also revised to address increased cobalt levels. There is no new information that would change the existing MDR decision.

Event description:
Update 12/23/2013 - litigation papers received. Litigation alleges loosening and infection. There is no new additional information that would affect the investigation. The complaint was updated on: 01/09/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. The revision surgery was reported by the sales rep. The pt was revised to address hip pain.